Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage identified in the biopsy channel, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; there were peeling labels at the scope connector, the control knob movement was loose, there were deep scratches on the distal end plastic cover, the objective lens was peeling on the cement, there were deep scratches and a chip on the light guide lens. The bending section cover glue had a crack and there was mild discoloration on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had something stuck in the biopsy channel. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.